Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/16/2024, a distributor reported via sems-(B)(4) that (B)(4) of an ar-2324bcc biocomposite swivelock c anchor pulled out when tensioning. Once the surgeon placed the lateral anchors and pulled the fiber wire sutures containing the anchor for tensioning, they were pulled out. The case was completed with the blue awl since the patient's bone was very weak, and two 5.5 mm anchors were used to complete this procedure. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or excessive force used during suture passing/tightening/tensioning.

Event description:
Additional information was received on 09/27/2024: the anchor did not break. Sutures and anchor screw were removed from the patient after the (qty. 2) of an ar-2324bcc biocomposite swivelock c anchor pulled out when tensioning. This was during a rotator cuff repair procedure on 09/12/2024. The case was completed using an ar-2324bcc biocomposite swivelock 5.5mm. There was a 5-10 minute delay when removing and inserting a larger anchor. There were no adverse effects on the patient.